Event description:
Our biomed team received a call that the patient assignments had changed on all of our masimo central appliances. Upon inspection, the format for the primary and secondary naming convention had changed. With this change, our notification to the nurses (secondary notification system) were not firing. Manufacturer response for computer, central station, (brand not provided) (per site reporter). Mfg could determine a route cause on how the change in format occurred. They were able to get the naming format corrected but, this still provided a learning curve for our clinicians who had to learn a new process.